Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) called technical services (ts) for troubleshooting assistance. Ts reviewed the stored impedance trends and discussed findings with the hcp. Ts recommended for further lead testing to be performed for further lead integrity evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision was performed, this rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) called technical services (ts) for troubleshooting assistance. Ts reviewed the stored impedance trends and discussed findings with the hcp. Ts recommended for further lead testing to be performed for further lead integrity evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.